Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo analysis: visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the broken as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.

Event description:
Physician reported "rupture", diagnosed by ultrasound. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: yellow biological tissue in the surface of the shell. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted."